Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product investigation indicated that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. Analysis of the returned product is not able to provide relevant information for infection-related allegations as pocket infection was known inherent risk of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of system revision due to pocket infection. Reportedly, the patient displayed red, swollen pocket from which pus was emerging, accompanied by flu-like symptoms, and went to the emergency room (ER). No additional adverse patient effects were reported. This s-ICD was explanted.